Manufacturer narrative:
Product event summary: analysis of the device memory indicated power on reset (por) parameters were present. A por occurred on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por) at the same time as a delivered therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device passed all functional tests. Visual examinations failed to reveal evidence of device malfunction that would account for the power on resets (pors) . No evidence of external or internal arcing was observed. Additional analysis demonstrated the device to be fully functional with no repeatable pors. No anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.